Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes of undersensing and intermittent sensing was observed. Patient was asymptomatic. Upon review of the session records, they were found to be false pause episodes due to intermittent loss of contact tissue. Patient was stable. No further information available.